Event description:
During treatment with surgitron ffpf, woman was burned. Manufacturer only became aware of this adverse event when practice requested operator's manual and mentioned they were being used for a bad patient outcome that resulted in patient being burned during a treatment that took place 'a couple of years ago'.

Manufacturer narrative:
Device manufacture date cannot be determined, however, serial number places it (B)(4). Manufacturer's attempts to get additional information concerning treatment and severity of patient's injuries were unsuccessful. We were told that the surgitron was purchased from a re-seller of refurbished medical equipment, and not from the manufacturer or an authorized distributor of the manufacturer.